Event description:
It was reported that during the procedure, the customer experienced high impedance readings on the stockert generator while using the hansen system. The maximum values during the lesion were 30 watts, 147 ohms, and 48 degrees celsius. The rf energy was terminated when the impedance reading increased to 150 ohms. While customer was troubleshooting the high impedance readings, the patient's blood pressure dropped precipitously. The procedure was stopped and a pericardiocentesis drain was placed. The patient was ultimately transferred to the or where surgical repair of the basal left atrium was performed. Additional information obtained: the patient did well and fully recovered after surgery.

Manufacturer narrative:
The biosense webster field service engineer (fse) contacted the customer with regards to this incident. The customer was of the opinion that the carto system did not cause the adverse event, and it did not need to be evaluated by biosense webster. Customer used the carto system in a subsequent procedure without any issues.